Manufacturer narrative:
D11: please note that additional information received noted the temporary gastric electrical stimulation lead used was a 6414-200, 6416, ¿or equivalent¿ temporary cardiac lead that was ¿adapted for gi use.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the author noted that follow-up questions asked (regarding device identifiers, patient demographics, and event onset and outcome), ¿especially about timing, were not really answerable as the lead was usually used for about 5-7 days then removed¿ during the temporary ges phase. No further event information was reported; there remained no further complications reported or anticipated.

Manufacturer narrative:
Literature citation: abell tl, kedar a, stocker a, beatty k, mcelmurray l, hughes m, rashed h, kennedy w, wendelschafer-crabb g, yang x, fraig m, omer e, miller e, griswold m, pinkston c. Gastroparesis syndromes: response to electrical stimulation. Neurogastroenterology & motility. 2019; 31 (3): e13534. Doi: 10.1111/nmo.13534. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Outcomes to adverse event: other: infection. Date of event: please note this date is based off of the article¿s acceptance date as the specific event date was not provided in the published literature. Description of problem or event: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_unknown_lead, lot #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature abstract: factors underlying gastroparesis are not well defined, nor is the mechanism of action of gastric electrical stimulation (ges). The authors hypothesized that ges acts via several mechanisms related to underlying disordered pathophysiology. It was concluded that electrical stimulation improves symptoms and physiology with an early and sustained anti-emetic effect; an early and durable gastric prokinetic effect in delayed emptying patients; an early anti-arrhythmic effect that continues over time; a late autonomic effect; a late hormonal effect; an early anti-inflammatory effect that persists; and an early and sustained improvement in health-related quality of life. Reported event: it was reported that one patient did not receive a permanent implant due to an infection. It was noted the patient was a non-diabetic. No further complications were reported or anticipated.